Event description:
Customer took a blood glucose reading and received a result of 259mg/dl. They dosed 20 units based on reading and later went into shock. Emergency medical technicans were called and received a result of 56 mg/dl on their device. Dextrose IV was given. The customer was taken to the hosp and was kept for observation. The customer sent the products back for evaluation. Replacement product was sent.